Manufacturer narrative:
(B)(4). Investigation summary: a picture was returned along with the device. The picture shows a device from top view. The manual override door can be seen out of position and the override lever is noted to be up. No damage on the manual override door can be seen. The device analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further analysis showed that the manual override door was noted to be damaged. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the manual override door occurred, it is possible that the damaged was due to an improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: damaged manual override door. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: r5al2g. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further analysis showed that the manual override door was noted to be damaged. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the manual override door occurred, it is possible that the damaged was due to improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during elective thoracoscopic lobectomy surgery, opened the packing (before use on the patient), the door of manual override lever fell off and the lever was up. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.